Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient presented in clinic after receiving a vibratory alert. Upon investigation, the device was found to have entered backup vii (bvvi) mode due to an event queue overflow. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.